Manufacturer narrative:
The insulin pump had intermittent button response from the act button due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a broken belt clip slot and a missing end cap sticker.

Event description:
It was reported that the insulin pump buttons were unresponsive. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.